Manufacturer narrative:
Note investigation summary pitocin have been hung at ¿2 ml¿ and had infused within 5 minutes. Patient began experiencing severe cramping. Noted the entire bag of pitocin had infused." On july 18, 2025, gcm received an email from (B)(6) requesting to withdraw the product complaint. He indicated that the hospital¿s biomed team would perform a performance verification test (pvt) and return the pumps to service, as noted on (B)(6), 2025. Visual and functional testing: the device was not returned to the service hub for evaluation and analysis, which precluded the performance of visual inspection or functional testing to assess its potential role in the reported unintended full-bag infusion of pitocin. Review of 12-month service history and event history/alarm logs: a review of the device¿s 12-month service history was conducted; however, no prior indications of similar events were identified. No event history or alarm logs were received from the customer, preventing a detailed analysis of these records. Consequently, the reported complaint could not be replicated or confirmed through available data. The absence of the device for evaluation and analysis, combined with the lack of event history or alarm logs from the customer, limited the ability to thoroughly investigate and validate the reported incident involving the unintended infusion of an entire bag of pitocin, resulting in severe cramping. The investigation remains inconclusive, despite the customer¿s request to withdraw the complaint and their intent to perform an internal pvt. The failure to return the device hinders a definitive assessment of its contribution to the patient harm reported.

Event description:
A complaint was received regarding a plum 360 that experienced over infusion during use. Report stated, "patient receiving pitocin which was told to have been hung at ¿2 ml¿. Within 5 minutes the patient got up to the bathroom, began experiencing severe cramping and it was noted the entire bag of pitocin had infused." Event date was unknown. Status was during infusion. There was patient involvement and patient harm. Update from reporter stating that they requested to withdraw the product complaint. Their biomed team will perform the pvt and will place the pumps back into service.